Event description:
It was reported that the patient reported for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.